Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider (hcp), distributor (dis) via a manufacturer representative regarding a patient for unknown spinal therapy. It was reported that the product was broken. There were no fragments left inside the patient and no further complications or symptoms were reported regarding the event. Additional information was received via manufacturer representative that the event occurred when the physician made the break-off during implantation.